Event description:
The customer reported the subject device exhibited an image problem. An olympus field service engineer (fse) confirmed that there were fiber dots on the image. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the forceps channel port was deformed. This report is being submitted for the malfunction found during device evaluation (deformed forceps channel port). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
During inspection and testing, the reported issue (image problem/ spots on image) was not confirmed or duplicated. However, it was observed that the image guide bundle was significantly broken. In addition to deformed forceps channel port, service found the light guide lens was discolored, the adhesive on the bending section cover was detached, the bending section cover was discolored, the connecting tube was scratched, the universal cord was sticky, and the bending angle in up direction was out of specification due to wear of the angulation wire. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information that was received from the user facility regarding the reported issue.

Event description:
Additional information was received from the user facility regarding the reported event (image problem): the reported issue was observed while reprocessing the subject device. There was no procedure or patient involved.

Manufacturer narrative:
This report is being supplemented to provide information that was inadvertently left out of the initial medwatch.

Event description:
There was no patient or user injury reported due to the reported event (image problem).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to endo therapy accessories or a metal part of a cleaning brush touching the biopsy channel port during insertion/withdrawal. Olympus will continue to monitor field performance for this device.